Event description:
Dr placed an arrow international, pre-implant pain management system in pt in 11/2000. The epidural catheter was placed and the medication infused was morphine with marcaine at a rate of .6 ml/mr. The pt chart noted that the pt was discharged after catheter placement without problems. No other meds were sent home with them but they had been on the oral med oxycontin when the pt came to see him. The patient chart notes that the pt was admitted to the hospital in 2000 for respiratory failure. Pt was then transferred to intensive care unit 6 days later. The notes state that the pt was later discharged to home with a walker.